Manufacturer narrative:
Additional information was received that the patient was also experiencing shocking sensations.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the lead site. Database analysis confirmed high impedances on several contacts and that the device was working as expected. The patient underwent an explant wherein some contacts came off loose during the procedure but no single contact was dislodged.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the lead site. Database analysis confirmed high impedances on several contacts and that the device was working as expected. The patient underwent an explant wherein some contacts came off loose during the procedure but no single contact was dislodged.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.